Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) USA, alleging a battery charge issue with his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on or charging, on (B)(6) 2017. The patient manages his diabetes with novolog and levemir insulins and victoza injections. He reported that he was unable to take a blood test because the meter would not turn on and would not charge. He reported that sometime later, he began to ¿feel hungry, was not able to function well and passed out¿ and was unable to remember anything after that. He indicated that the emergency medical services (ems) was called, a blood glucose result of ¿28 mg/dl¿ was obtained on the ems meter and he was taken to hospital. He reported that he received ¿IV fluids¿ from an hcp on the afternoon of (B)(6) 2017. During troubleshooting, the cca noted that the patient was not using the meter for the first time and based on the information provided there had been no misuse of the product. The patient confirmed that he was using the correct test strips; however, when the cca walked the patient through inserting a test strip per owner¿s manual, the meter did not turn on. The patient was unable or unwilling to attempt a rapid charge or to power on the meter with a button press. He reported that he noticed the battery indicator or message per labeling appear prior to the meter not turning on. The cca¿s assessment was that there was a meter issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment/medical intervention for an acute low blood glucose excursion, after the meter stopped powering on/charging.